Event description:
It is reported that the patient is experiencing shooting pain and that the knee gives out.

Manufacturer narrative:
Evaluation summary: compatibility was verified with no issues noted. Primary operative notes indicate a suitable fit for stability, range of motion, and alignment was reported. Review of the primary operative notes does not indicate root cause. Review of the returned radiographs suggests malrotation of the femoral component and there appears to be a gap between the anterior femur. However, this cannot be definitively confirmed due to the angle at which the radiograph was taken. A definitive root cause cannot be determined with the information provided. Device history records were reviewed and found conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.